Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the titanium adapter and the transfer set. The patient stated that after they connected the two devices, there was a gap at the connection site. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the lot number was unknown, a batch review was not performed. The titanium adapter with attached transfer set and a catheter part was received for evaluation. A visual inspection of the device was performed with no issues noted; all dimensional specifications were met. Underwater leak pressure testing was performed with no issues noted. During evaluation it was noted that the catheter was pushed too far on the titanium catheter adapter. The direct cause of the connection issue between titanium sleeve and titanium catheter adapter was determined to be a user error. Should additional relevant information become available, a supplemental report will be submitted.